Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker check. Upon interrogation, the right ventricular lead capture threshold was found much higher compared to the patient's last check. Programming changes were made. The patient was stable before, during, and after the follow-up and would be monitored.